Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced broken sensor wire. Upon sensor removal, patient reported the senor wire remained in skin. At the time of the call patient reported condition as fine. No medical intervention was required.